Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/failed to occlude fallopian tube') in a (B)(6) female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube-patent right tube". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"), 20 days after insertion of essure. On (B)(6) 2016, the patient experienced headache ("hormonal changes describe: headaches"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), visual impairment ("vision/eye problems") and eye disorder ("vision/eye problems"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation ("migration of essure device location of device"), abdominal pain ("abdominal pain"), back injury ("back injury") and intervertebral disc protrusion ("bulging disk"). The patient was treated with surgery (hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, headache, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, eye disorder and abdominal pain had not resolved and the back injury and intervertebral disc protrusion outcome was unknown. The reporter considered abdominal pain, back injury, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, intervertebral disc protrusion, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: trailing coils left: 3. Trailing coils right: 0. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded), other (please describe) patent right tube, right tube not closed. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. The case was upgraded to serious incident. Lot number received. New events: headaches, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, migration of essure, device location of device, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, perforation (fallopian tube(s)), vision/eye problems were added. Outcome of the events were added. Onset date of the events were added. Essure explant date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/failed to occlude fallopian tube'), device dislocation ('migration of essure device location of device'), embedded device ('embedded filamentous fragments of silver metal') and device breakage ('embedded filamentous fragments of silver metal') in a 33-year-old female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube-patent right tube". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"), 20 days after insertion of essure. On (B)(6) 2016, the patient experienced headache ("hormonal changes describe: headaches"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), visual impairment ("vision/eye problems") and eye disorder ("vision/eye problems"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back injury ("back injury") and intervertebral disc protrusion ("bulging disk"). The patient was treated with surgery (hysterectomy/bilateral salpingectomy and laparoscopic bilateral salpingectomy with retrieval of essure microinserts). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, headache, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, eye disorder and abdominal pain had not resolved and the embedded device, device breakage, back injury and intervertebral disc protrusion outcome was unknown. The reporter considered abdominal pain, back injury, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, intervertebral disc protrusion, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: trailing coils left: 3 trailing coils right: 0. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded), other (please describe) patent right tube, right tube not closed. Batch no b93877 production date 2013-11-07 expiration date 2016-11-30. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jun-2021: mr received. Reporter information added. Events: embedded filamentous fragments of silver added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/failed to occlude fallopian tube'), device dislocation ('migration of essure device location of device'), embedded device ('embedded filamentous fragments of silver metal') and device breakage ('embedded filamentous fragments of silver metal') in a 33-year-old female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube-patent right tube". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"), 20 days after insertion of essure. On (B)(6) 2016, the patient experienced headache ("hormonal changes describe: headaches"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), visual impairment ("vision/eye problems") and eye disorder ("vision/eye problems"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back injury ("back injury") and intervertebral disc protrusion ("bulging disk"). The patient was treated with surgery (hysterectomy/bilateral salpingectomy and laparoscopic bilateral salpingectomy with retrieval of essure microinserts). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, headache, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, eye disorder and abdominal pain had not resolved and the embedded device, device breakage, back injury and intervertebral disc protrusion outcome was unknown. The reporter considered abdominal pain, back injury, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, intervertebral disc protrusion, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: trailing coils left: 3 trailing coils right: 0 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded), other (please describe) patent right tube, right tube not closed. Batch no b93877 production date 2013-11-07 expiration date 2016-11-30 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jul-2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/failed to occlude fallopian tube') in a 33-year-old female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube-patent right tube". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"), 20 days after insertion of essure. On (B)(6) 2016, the patient experienced headache ("hormonal changes describe: headaches"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), visual impairment ("vision/eye problems") and eye disorder ("vision/eye problems"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation ("migration of essure device location of device"), abdominal pain ("abdominal pain"), back injury ("back injury") and intervertebral disc protrusion ("bulging disk"). The patient was treated with surgery (hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, headache, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, eye disorder and abdominal pain had not resolved and the back injury and intervertebral disc protrusion outcome was unknown. The reporter considered abdominal pain, back injury, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, intervertebral disc protrusion, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: trailing coils left: 3. Trailing coils right: 0. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded), other (please describe) patent right tube, right tube not closed. Batch no b93877, production date 2013-11-07 , expiration date 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.